Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) was analyzed and found to have blade damage at the tip of the blade. Both blade edges were indented, which prevents the blades from closing properly. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The instrument was found to have one bent tip, causing misalignment of the tips. There was a 0.036# offset at the tips. The tips did not show cracking damage. Components adjacent to this bent top did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the monopolar curved scissors had a chip in the tip. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mcs tip-covery accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.